Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed and revealed that the tube was disconnected from the chamber. Closer visual inspection to the tube end revealed that solvent was originally applied to the tube. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard IV solution administration set had tubing that disconnected from the chamber. This was noticed during set up and before patient use. There was no patient involvement. No additional information is available.